Event description:
Customer called to report a burning smell coming from the back of the coulter lh750 hematology analyzer. Customer powered off the instrument and unplugged it immediately. The field service engineer (fse) inspected the instrument, but could not find any signs of anything having burnt. The fse noticed an unrelated issue with the pressure lines and resolved it. The fse verified the repairs per established procedures. The root cause for the burning smell is unknown. Customer stated that no one was harmed by the burning smell, that no smoke, flames or sparks were observed, and that no patient samples or results were affected by the instrument issue.

Manufacturer narrative:
The field service engineer (fse) could not find any signs of any instrument parts having burnt, and could not find the root cause of customer's complaint regarding the burning smell. However, customer has not called back to report any further issues and the fse verified instrument performance during the service visit. (Note: the beckman coulter, inc. Identifier for this report is (B)(4).)